Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that their one touch ultrasmart meter does not power on. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient. Mss is classifying the complaint based on the initial call placed by the patient on (B)(6) 2011. The patient's mother contacted lfs alleging that her son's meter would not power on. She had changed the batteries twice and the meter would not power on even after the battery was replaced. The mother mentioned that her son had developed symptoms of "high blood sugar" symptoms on the morning (B)(6) 2011. Due to the alleged issue, the patient was unable to test his blood glucose and guessed what his blood glucose reading was and took 10 units of humalog insulin to bring his blood glucose down and at an unspecified time later developed "hypoglycemia" and self-treated with jelly babies to elevate his blood glucose. The patient did not seek any further medical attention or contact his physician for assistance. It was noted that the patient had developed symptoms of feeling irritable, horrible and felt sick; however it is unknown whether he felt that those symptoms when he thought his blood glucose was high in the morning or later after he had taken the 10 units of humalog insulin. This is not the first time the patient was using the product or there was any misuse of the product. The meter did not power on by pressing the power button. The batteries did not need to be replaced and the alleged issue was not resolved over the phone. The complaint is being reported since the mother alleged that due to the meter not powering on, her son was unable to test and developed symptoms of "high blood sugar", took insulin and later developed symptoms of "hypoglycemia" and had to self-treat with food.

Manufacturer narrative:
The 510 (k) # is k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.